Manufacturer narrative:
Investigation summary: investigation flow: functional/device interaction and damage. Visual inspection: the lateral quick inserter/distractor (p/n: 03.809.921, lot number: 3067030) was received at us cq. Visual inspection of the complaint device showed the screw that holds the u stop in place is missing, the paddles are bent, and the pusher will not rotate on its shaft. Functional test: a functional assessment was performed on the device. The pusher cannot rotate clockwise or clockwise on its shaft even with added leverage from pliers. Since it cannot rotate, the pusher cannot be twisted down the paddles. The complaint was able to be replicated. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection could be performed due to device design. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: this complaint is confirmed since the device is functionally broken: a component is missing, the paddles are bent, and the pusher cannot rotate. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.809.921, lot: 3067030, manufacturing site: haegendorf, release to warehouse date: jan 23, 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during evaluation at loaner department, it was found out that the lateral quick inserter distractor has a broken guide bar. There was no patient involvement. This is report 1 of 1 for (B)(4).